Event description:
The initial reporter received questionable elecsys hcg test system results for 2 patient samples tested on the cobas e 411 rack. For sample 1, the initial result was reported outside of the laboratory. The initial result reportedly showed that the patient was having a miscarriage. The sample was then rerun and the initial result was corrected. On 02-may-2022, sample 1 had an initial result of 14.78 miu/ml with a data flag. The first repeat result was 2152 miu/ml with a data flag. The second repeat result was 2146 miu/ml with a data flag. For sample 2, the initial result was not reported outside of the laboratory. On 03-may-2022, sample 2 had an initial result of 215.5 miu/ml with a data flag. The first repeat result was 1267 miu/ml with a data flag. This result was reported outside of the laboratory. The second repeat result was 1304 miu/ml with a data flag. The reagent lot number is 584579. The expiration date was requested but not provided.

Manufacturer narrative:
The field service engineer (fse) found that the voltage signals were out of range and unstable. He also found the syringe seals, pinch tubings, sample, and reagent probe tubings to be worn out. He noted that the instrument was not plugged into a dedicated power line. The instrument's uninterruptible power supply (ups) was plugged with other devices. He then replaced the seals of the syringes and the sample and reagent probe tubings. He trunked and flushed the sipper system from the sip nozzle to the waste manifold. He also trunked the sample and reagent probes. He adjusted the sample and reagent probe tubing. He inspected the tube and joints for leaks. He ran a measuring cell magnet check with acceptable results. He verified the alignments of the sample probe, reagent probe, and the sip nozzle. He checked if the bead mixer was operating properly. He verified that the sample and reagent probe level detection voltages were working within specifications. He checked the prime function for both the sample probe, reagent probe and sip nozzle. He conducted performance and mechanical verification tests with acceptable results. He ran calibrations and qc with acceptable results.

Manufacturer narrative:
The investigation determined that the last preventive maintenance was performed on mar-2022. After service, no further issues were reported by the customer.  The investigation determined that the issue was caused by worn-out spare parts and the partial blockage of the flow path. The service actions resolved the issue.